Manufacturer narrative:
The cause for the falsely elevated advia centaur cp troponin ultra (tni-ultra) result when repeat testing was performed is unknown. Siemens is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A falsely elevated advia centaur cp troponin ultra (tni-ultra) result was obtained by the customer. The first troponin test result was negative, however when repeated in duplicate, one result was elevated and the other was negative. The customer performed repeat testing on a second sample, and the troponin ultra results were negative. The falsely elevated troponin ultra result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00194 on (B)(6) 2016 for a falsely elevated advia centaur cp troponin ultra (tni-ultra) result when repeat testing was performed by the customer. On 01/05/2017 - additional information: the cause for the non reproduce falsely elevated advia centaur cp troponin ultra (tni-ultra) result when repeat testing was performed by the customer is unknown. Pre-analytic variables can affect the quality of the sample, and deviations from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the falsely elevated troponin result, pre-analytic factors leading to fibrin interference may be a contributing factor. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specification. No further investigation is required.